Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)) during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, a system error 322 occurred. A review of the event history log revealed system error 322. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. Evaluation inspected the device and found the issue to be attributable to the link set assembly out of range. Link and link switch adjustment / verification required. Should additional relevant information become available, a supplemental report will be submitted.